Event description:
During case, a 4.5 mm drill bit broke off in the surgical wound. It was a depuy 4.5mm drill bit, ref #(B)(4). Both pieces of drill bit were immediately retrieved & intra-op x-ray was taken. The radiology attending read the film and confirmed that there is no foreign body (drill bit) retained.